Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported with the use of the bd insyte¿ autoguard¿ bc shielded IV catheter there was an issue where blood leaked past the rubber stopper from where the needle is pulled from and was not filling into the extension tubing. There was no report of exposure, serious injury or medical intervention.

Event description:
It was reported with the use of the bd insyte¿ autoguard¿ bc shielded IV catheter there was an issue where blood leaked past the rubber stopper from where the needle is pulled from and was not filling into the extension tubing. There was no report of exposure, serious injury or medical intervention.

Manufacturer narrative:
Investigation summary: observations and testing could not be performed because units were not received for investigation of this incident. DHR: review of DHR revealed all required challenge samples, set-up and in process testing was performed in accordance with the quality plans. Investigation conclusion: without the actual sample for evaluation and testing there was no physical evidence to confirm or support manufacturing process related issues for the reported defect.